Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the battery oscillator device motor had seized, was rough running, and defective. It was further noted that the bearing, motor, and gear box was stuck and corroded. It was noted the device ¿remains under load when you turn on and stand by.¿ the assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the battery oscillator device motor had seized, was rough running, and defective. It was further noted that the bearing, motor, and gear box was stuck and corroded. It was noted in the service order that the device ¿remains under load when you turn on and stand by.¿ this event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.